Manufacturer narrative:
The initial MDR was filed on (B)(6) 2016. The customer stated that one patient was treated with heparin drip. The patient had undergone cardiac testing and partial thromboplastin time test. The customer did not provide additional information. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2016-00289 was filed on may 31, 2016. Supplemental MDR 2432235-2016-00289_s1 was filed on july 6, 2016. Additional information (05/16/2016): a siemens customer service engineer (cse) revisited the customer site. The cse replaced acid/base pumps and base probes. The cause of discordant, falsely elevated tln-ultra results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced wash 1 and new reagent pack. The customer ran quality controls (qc), which were out of range. The customer performed calibration and reran the qc, which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse checked all aspiration and acid and base dispenses, which passed. The cse repaired a leak in the base tube. The cse performed a check for cleaning solution contamination, which was absent. The cse performed a check for all reagent, sample and ancillary probes, which passed. The cse performed calibration and ran qc, which were within range. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported out. A nurse contacted the customer, questioning the results due to positive tnl-ultra results. The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.